Event description:
Two separate pairs of gloves were opened. The first had a hair wrapped around one glove. The package was thrown away and a second was opened. Another hair was found wrapped around one of the gloves so the package was saved.